Event description:
It was reported that allegedly during a scheduled retrieval of a vena cava filter, it was observed that the filter had tilted 30 degrees and caudally migrated approx 2.8cm. The apex of the filter had also endothelialized in the cava wall. The physician advanced a curved catheter to the location of the filter and disengaged the filter from the cava wall. A snare catheter was then used to successfully retrieve the filter. The filter had initially been implanted in an infrarenal position in a cava that measured 24mm in diameter. The pt was asymptomatic and there was no report of injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This was the only complaint reported to date for this manufacturing lot number. The device was discarded by the user facility; therefore, not available for eval. Based on the info available, the result of the investigation was inconclusive. The root cause is unk. The current IFU (instructions for use): warnings: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. There have been reports of complications including death associated with the use of vena cava filters in morbidly obese pt. The risk/benefit ratio of any of these complications should be weighted against the inherent risk/benefit ratio for a pt who is at risk of pulmonary embolism without intervention.